Event description:
It was reported that the patient felt a "burning sensation" around the device pocket. The patient was also able to stop stimulation by pressing on the device header. Impedances were high (10,000 ohms) on contacts 0, 4, and 5. Action had not yet taken place, but was planned. The patient was referred to neurosurgery for consult. As of (B)(6) 2012 there was no further information available.

Event description:
Additional information received reported that the patient had the extensions replaced and no longer requires a pocket adaptor. It was stated that the patient experienced intermittent burning/shocking at the pocket site and loss of stimulation for a few weeks following the patient's (B)(6) 2011 device replacement. The patient also reported that electrodes 0,5, and 6 > 10,000 ohms prior to implant of the device in 2011. It was noted that the patient was hit in the chest wall at the battery site. The patient still had three contacts with high impedances post replacement, but the patient reported adequate coverage around those contacts and stimulation was not intermittent. The healthcare professional (hcp) chose not to replace the lead at this time. There were no obvious breaks or fractures noted.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 3998 lot# lb6195, implanted: 2003 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported there were impedances greater than 10000 ohms. Electrodes 0, 4, and 5 were showing greater than 10,000 ohms. The representative was unsure how long this had been occurring. When the implantable neurostimulator (ins) was pressed on it felt like the patient's stimulation had gone away. Battery longevity calculation estimate was done, 0.8volts/450 pulse width/125 hertz, two cathodes and three anodes. Estimated replacement indicator (eri) was 7.96 years and end of service (eos) was 8.21 years. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.